Manufacturer narrative:
(B)(4). Separation. The catheter was returned separated from the band/balloon sub-assembly due to a visible cut at the snorkel. A cut was observed on the cover extremity. The buckle was observed cut at the opposite side of the strain relief (snorkel) side. Functional testing was performed and leak test fail. The balloon was leaking at the catheter point of cut. A review of the quality inspection was conducted and 100% of bands are visually inspected during the manufacturing process. A DHR review was conducted and no discrepancy was observed during the manufacturing process.

Event description:
The band was implanted successfully, when the surgeon went to pull the port tubing out of the trocar incision, the tubing broke apart. A new band was implanted. The procedure was prolonged for 20 minutes. There was no patient consequence. The facility is unwilling to provide any additional information.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.